Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user reported inaccurate sensor readings.

Manufacturer narrative:
The user reported sensor reading inaccuracies around (B)(6) 2022. Based on the initial escalation analysis, the sensor performance deviated from normal behavior. An RMA was authorized for further investigation. Upon receipt of the sensor, the return product analysis testing was performed, however, the return sensor did not reveal any malfunctions. Further analysis of the in vivo sensor data showed that there were impacts to the insertion site, which may have contributed to the sensor glucose inaccuracies at the time of the event. The user does not mention an impact to the insertion site in the case notes. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to (B)(6) 2024. D9. Device available for evaluation? Yes, device received on (B)(6) 2024. G3. Date received by manufacturer updated to (B)(6) 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.